Manufacturer narrative:
No button error alarm. Failure analysis had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported exposing the insulin pump to sweat. Customer's blood glucose was 86 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. It was also found the customer received a message indicating a button was pressed for three minutes or more. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.